Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads dislodged. The system was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #pjn2459644 the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent; the outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The visual summary analysis of the lead indicated apparent explant damage including stretching of the lead. Concomitant products: addr01, implantable pulse generator, (B)(6) 2013. A 5076-65, implantable pacing lead, (B)(6) 2013. (B)(4).